Event description:
It was reported that the physician's handheld fails to interrogate. Troubleshooting identified a possible serial cable port issue. The physician was provided a new programming tablet. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the programming system was completed. Analysis was performed on the handheld confirmed that there was no anomalies associated with the handheld. Analysis was performed on the returned flashcard confirmed that there was no anomalies associated with flashcard software or databases identified during the flashcard analysis.